Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. Corrected field: b1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (17) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps were in accordance with the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the nozzle, the plastic distal end cover (c-cover), objective lens (ob-lens) adhesive, light guide lens (lg lens) adhesive, bending section cover (a-rubber). There was no physical damage to the locations of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in evis exera ii gif type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in evis exera ii gif type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the nozzle, probe cover, adhesive around objective lens, light guide lens and distal sheath of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.